Event description:
It was reported that this right ventricular (rv) lead was explanted approximately three days post implant due dislodgement. Another rv lead was successfully placed. No additional adverse patient effects were reported.